Event description:
It was reported that the 8015 encountered error code 800.8000 during the attempt to launch/connect asm. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error code 800.8000 during the attempt to launch/connect asm was not identified during the customer call. Customer was informed that if the system error occurs, the system modules will continue to operate as programmed. Advised customer not to interrupt critical infusions if no parameter changes are required. If clinically appropriate, customer was instructed to manually stop the infusion, reprogram, and restart the pump following the addendum instructions. Recovery steps provided are power down the pc unit using the system on key, restart the device using the system on key and resume previous infusions and/or monitoring settings. Technical support also advised that if re-flashing does not resolve the issue, the unit should be sent in for depot repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.